Event description:
It was reported that the patient's heart was perforated during implantation of a replacement right ventricular (rv) lead. The patient experienced pericardial effusion, tamponade, and a pneumothorax which required placement of a chest tube. The previous rv lead was determined to have intermittent capture, noise, and unstable thresholds and impedance. The previous rv lead was suspected for fracture and capped by the physician. The replacement rv lead was successfully repositioned to the apex of the heart, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).